Event description:
On (B)(6) 2009, underwent emergent treatment for a rupture of the false lumen of a type b dissection. The dissection originated at the left subclavian artery (lsa). Two gore tag thoracic endoprosthesis were implanted, which included intentional coverage of the lsa and a subclavian-subclavian bypass. At the conclusion of the procedure, the pt suffered a cerebral infarction. The pt tolerated the procedure. The physician does not believe the devices caused or contributed to the event. On (B)(6) 2009, the pt received drug treatment. On (B)(6) 2009, the pt was discharged from the hospital with symptoms remaining. The pt did not continue f/u care.

Manufacturer narrative:
Please note additional device related to this event tg3715/06167140. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Code - the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt populations: acute and chronic dissections.